Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an open on electrode 9 when last seen. It was approximately 2300 ohms. Electrode 9 was not used in programming. No symptoms were reported.